Event description:
Pt's father reports that one of his son's cadd ms-3 pumps (B)(4) is not giving him the option to "run" the pump. Error occurred during cartridge change. Switched pt to back-up pump. Pt did not miss any medication and suffered no ill consequences. Pt's father returning pump. Dates of use: 09/25/2015 to ongoing. Diagnosis or reason for use: k44.9.